Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had severe post-operative pain post implant that did not resolve. The surgeon deemed it necessary to explant the spinal cord stimulation (scs) system. There were no known causes. The physician performed an MRI on the weekend of (B)(6) 2018. The customer discarded the device but was notified that the product should be returned. The device will not be replaced in the future. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.